Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a transmission revealed noise on both the atrial and ventricular channels and a ventricular fibrillation episode with an aborted shock. The lead impedance measured on all three leads had slightly increased. The patient was reported syncopal. The atrial lead noise was reproducible with isometrics. It was recommended to perform testing to confirm the presence of an issue in the right ventricular lead or possibly the device header. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator and request by the patient. The patient condition was stable, before, during, and after the procedure.